Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007: patient presented with following pre-op diagnosis: lumbar pseudoarthrosis l4-5. Patient underwent the following procedure: posterior l4-5 on lay fusion with spiral plate instrumentation. As per-op notes: the lamina at l4-5 was exposed farther laterally, l4-5 bodies were decorticated on the right side. Rhbmp-2 with bone graft was laid down bilaterally and a 45mm plate was used to secure spinous process of l4 and l5. No patient complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.